Event description:
This report was received from global pharmacovigilance. This is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unknown date, the patient experienced peritonitis. The consumer was not sure, but thought the doctor had told him that the peritonitis was caused by e. Coli. On (B)(6) 2011, the patient was hospitalized to have the pd catheter removed and was discharged the same day. At the time of this report, the patient was recovering. On an unreported date in 2011, dianeal and extraneal therapies were withdrawn and the patient switched to hemodialysis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11c18060, h11b04021, h11a31109 with no exceptions or issues observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.